Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. The customer confirmed that it's impossible for him to retrieve the devices' identity, therefore the device could not be evaluated and no investigation is possible. The cause of the reported issue could not be determined. Identity of the device is unknown

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power after delivering a shock to a patient. The nurse grabbed another lifepak 15 monitor/defibrillator from another car and switched over in 30 seconds. The patient was delivered to the hospital with output. Physio-control has attempted to obtain additional information about the event, as well as the device; however the customer reported that he heard about the event 3 weeks after it took place and its impossible for him to retrieve the devices' identity.